Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose and the two-way stop cock was closed. The outer catheter was noted to have a circumferential break 54mm from the strain relief with stretching noted around break. The stent graft was partially deployed and protruded. Bent struts were noted in the undeployed portion of the stent graft. Dried blood was present between stent graft and outer catheter. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken.medical records & image/photo review: no medical records or images/photos were provided for review.conclusion: the investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed, as the outer sheath was torn off at the catheter reinforcement area. The root cause could not be determined based upon available information.labeling review: the current IFU (instructions for use) state: indication for use: flair endovascular stent graft is indicated for use in the treatment at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts. Warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach. Additionally, precautions and specific directions for use of the flair endovascular stent graft are included in the IFU.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft allegedly would not fully deploy in the proximal lower left arm graft. There was no reported retraction difficulty through the vessel and a previously placed stent graft. Reportedly, another stent graft was used to complete the procedure. There was no reported impact or consequence to the patient.